Event description:
On (B)(6) 2010, abbott point of care was made aware, by completion of internal investigation, confirmed the I-stat pt/inr cartridge lot number n09301d in comparison to the laboratory may generate falsely elevated inr results. There was no report of any injury associated with the info provided by the customer. Abbott point of care has made the decision to remove cartridge lots from the marketplace to ensure the performance of our product. Lot numbers associated with product action: n09315, n09323, n09323a, n09346a, s09347, s09354, t10009, t10011. Lot number n09301d would have been included in the action, however, it expired on 04/14/2010.

Manufacturer narrative:
Abbott point of care product action # (B)(4) awaiting FDA number.